Event description:
It was reported that balloon rupture occurred, and a portion remains inside the patient. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left subclavian vein. A 10.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilation. During pressurization on the first inflation, the balloon ruptured. The device was successfully removed, and it appears to have no issues, but there is concern that it may have been damaged, and a portion remains inside the patient's body. The procedure was completed with a different device. No complications reported, and patient status was good.

Manufacturer narrative:
The device was returned for analysis and the evaluation was completed on 18sep2024. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The visual examination revealed that the guidewire lumen is separated 79cm from the hub. The balloon is separated 85cm from the hub. There is a piece of separated balloon that measures approximately 28mm long. Microscopic examination revealed no additional damages. The distal end of the separated guidewire lumen, distal end of the separated balloon, marker band, and tip did not return for analysis.

Event description:
It was reported that balloon rupture occurred, and a portion remains inside the patient. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left subclavian vein. A 10.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilation. During pressurization on the first inflation, the balloon ruptured. The device was successfully removed, and it appears to have no issues, but there is concern that it may have been damaged, and a portion remains inside the patient's body. The procedure was completed with a different device. No complications reported, and patient status was good.